Event description:
It was reported that at implant the lead showed high impedance, low sensing, no capture. The lead was repositioned multiple times. After 10 attempts of repositioning the lead the helix no longer would extend. The lead was then explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and the helix was disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and there was blood in/on the helix mechanism.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.